Event description:
Pt had underwent a heart catheterization and staff member was attempting to remove sheath from pt's groin. Sheath was difficult to pull and when it started coming out, the plastic covering detached and the metal started to uncoil. Incision had to pulled open slightly in order to retrieve sheath. Sheath was removed intact and hemostasis maintained.